Manufacturer narrative:
The complaint investigation was performed through review of the device engineering logs and event information associated with the reported diabetic ketoacidosis (dka) event on 25-sep-2025. Review of the device logs found no malfunction alerts, no factory reset events, and no evidence of hardware or software failures. A dexcom g7 sensor was in use and the device continued to request insulin in regular intervals in response to available cgm data. Alerts were generated and acknowledged as designed, and no motor errors were identified that would indicate inaccurate insulin delivery relative to requested doses. The investigation determined that the root cause of the event was user entry of an incorrect body weight during initial system setup. The user entered a weight of 13 lbs instead of 163 lbs, resulting in insulin dosing calculations based on an inaccurate therapy parameter. The device operated in accordance with its design specifications using the entered weight value and no device malfunction was identified. Following identification of the incorrect setting, the user's weight was corrected, device data were synchronized, and the user successfully resumed therapy with the ilet system. Based on the available information and engineering log review, device failure was unconfirmed. The reported dka event was attributed to user setup error rather than a malfunction of the ilet bionic pancreas system. The device was found to function as intended throughout the reported event. From a risk management perspective, this event is consistent with the known risk profile associated with incorrect user-entered therapy parameters and no additional product-related corrective action is warranted at this time.

Event description:
On 25-sep-2025 beta bionics was informed that the user experienced hyperglycemia with blood glucose (bg) of 900 mg/dl after entering an incorrect body weight into the ilet system. The user was transported to the hospital, diagnosed with diabetic ketoacidosis, treated with intravenous insulin, and discharged on (B)(6) 2025 after stabilization. The user corrected the weight entry, reconnected the ilet, and resumed therapy.